Event description:
It was reported that the patient experience massive bleeding from the skin insertion site. Blood was transfused with less than 4 units of packed red blood cells. There was no drug treatment. Anticoagulant treatment at the time of event was warfarin and aspirin. Laboratory test values were international normalized ratio at 3.5 and platelet at 34,000/¿l. Activated partial thromboplastin time was not measured. There was a history of lesions or diseases at the site of the bleeding, which promoted the onset of the bleeding. The patient had a skin wound after translocation.

Manufacturer narrative:
This event was originally reported under MFR# (B)(4) as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. The patient's previous translocation was reported under MFR# (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist device (lvad), serial number (B)(4), and the report of bleeding could not conclusively be determined through this evaluation. The patient remained ongoing on (B)(4) until the device was ultimately explanted on (B)(6) 2021 (MFR# (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. This document also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.